Event description:
Consumer was removing a tampon and the tampon came apart inside her. Consumer indicated some of the pieces remained inside after removal of the tampon which she removed herself. Consumer plans to have a doctor examine her to ensure she has removed all remaining pieces.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned product for eval at the time of this report.